Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced multiple fluctuating blood glucose (bg) levels between 69-501 (mg/dl). Customer administered correction boluses to treat their elevated bg levels, and consumed food and juice to treat their low bg levels. Reportedly, customer indicated that they recently had mrsa, and indicated that they were ill with cough and a fever. Customer also stated that they take pain medications on a daily basis. Customer reported a bg level of 116 (mg/dl) at the time of the call with tandem technical support, and declined additional follow up.